Manufacturer narrative:
Section a2, a3 a3b,a4 and a5 a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens plunger came out of the side of the nose of the cartridge. It was noticed during handling prior to patient contact. So the lens was not used. Backup lens implanted, and after implantation, it was noticed that there was a fiber on it. The surgeon removed the fiber but left the lens in place. It was noticed after insertion into the eye. No information about injuries or surgical and medical interventions was required. The patient's post-op status is unknown. No further information is available.